Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified that the device has a broken shell, creases, and brown particles material was found on the shell. A weight test of the device was completed and the device was found to be underweight. A microscopic analysis was performed which identified a sharp(edge) break on radius with stress marks assessed as surgical impact opening, and smooth(edge) opening on posterior due to smooth opening and wear abrasion. Based on the device analysis the final assessment is a sharp(edge) break on radius with stress marks assessed as surgical impact opening, and smooth(edge) opening on posterior due to smooth opening.

Event description:
Health professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device has been explanted.